Manufacturer narrative:
Follow-up #1: date of submission: 09/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/15/2016 with the following findings:. There was evidence of moisture behind the display lens. The pump failed a leak test due to a battery compartment crack. There was evidence of moisture on the transceiver board and force sensor plate. Unrelated to these issues, the audio bolus button was damaged but still responsive.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged battery cap and battery compartment w/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.